Manufacturer narrative:
Additional information was added to h3, h4 and h6: h4: the device was manufactured from may 17, 2019 - may 21, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found the red coil cap had separated from the housing. There was no evidence of physical abnormality such as malformed housing was observed that typically could have caused the coil cap to separate. Therefore, the cause of separated coil cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor separated from the device housing. This occurred prior to patient use at the hospital. There was no patient involvement. No additional information is available.